Event description:
This serious spontaneous case, manufacturer control number (B)(4), is an initial report from france received on 27/aug/2021 from a consumer/other non-health professional through laboratoire cooper ((B)(6)). This case report concerns a 92-years-old female patient with no relevant medical history, who applied thermacare heat wraps for pain in the shoulder/neck area. Concomitant medication(s): unknown. On an unknown date after thermacare heat wraps initiation, the patient developed appearance of a black spot which burns, feeling of stretching at the place where the patch was stuck, device use error. The client put the patch on in the middle of the night because she had pain in her shoulder/neck area. In the morning following removal of the patch: slight relief of pain, but appearance of a black spot which burns, feeling of stretching at the place where the patch was stuck. Following the incident, some biafine has been put. The incident was declared by the daughter of the patient who can't currently give more information. Outcome: appearance of a black spot which burns : unknown, feeling of stretching at the place where the patch was stuck : unknown, device use error : unknown. The reporter assessed this report as serious and didn't provide causal relationship to thermacare heat wraps.

Manufacturer narrative:
Reportable near incident identified. Investigation is in progress. Follow up received on 07-sep-2021 from qa department. Complaint number (B)(4). This investigation was conducted for an unknown thermacare product. There was limited device specific information provided. No batch number, product description or return sample was available for evaluation. Without a batch reference number, the product description or return sample a manufacturing and technical evaluation can not be completed for the wrap involved in this case. Per (B)(4) complaint trending guideline, effective date: (B)(6) 2021, in section 3.2.1, the complaints were evaluated to identify any potential trends. The trackwise digital (twd) complaint search was performed for product description listed as thermacare. No specific product description (i.e., thermacare lower back and hip, thermacare flexible use xl, thermacare neck shoulder and wrist, etc.) Was provided at intake. Complaint investigations were previously handled in the legacy quality tracking system (qts) until (B)(6) 2021 and included a specific product description for all complaint records handled in the system. As a result, the scope of search includes trackwise digital (twd) complaint with date contacted beginning on (B)(6) 2021 (the implementation date of twd complaints). The twd search includes a product description of thermacare since there is not a specific product description provided. The following trackwise digital (twd) complaints search was performed: twd complaints scope: date contacted: (B)(6) 2021 through (B)(6) 2021 manufacturing site: (B)(6) / complaint class: undesirable side effect / complaint sub class: /md incident the twd search returned a total of 6 complaints for thermacare products during this time period for the class/subclass. None were confirmed to have a manufacturing related process root cause for a complaint of md incident based on this twd search, the data did not show an increase over time. There is not a trend identified for the subclass md incident for thermacare products, refer to the attached trending chart md incident thermacare. There is no further action required. Root cause investigation required: no. CAPA required: no. Based on the information provided, the events thermal burn, skin discomfort and device use error as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The pi of thermacare heat wraps mentions that thermal burn and skin discomfort could be adverse events of this medical device, whereas it does not mention device use error. Dechallenge and rechallenge were unknown. Temporal association adverse events-medical device is plausible. Based on the information provided the causal relationship between thermacare heat wraps and incident is considered as possible. This investigation was conducted for an unknown thermacare product. There was limited device specific information provided. No batch number, product description or return sample was available for evaluation. Without a batch reference number, the product description or return sample a manufacturing and technical evaluation can not be completed for the wrap involved in this case. Based on this twd search, the data did not show an increase over time. There is not a trend identified for the subclass md incident for thermacare products, refer to the attached trending chart md incident thermacare. There is no further action required.

Manufacturer narrative:
Reportable near incident identified. Investigation is in progress.

Event description:
This serious spontaneous case, manufacturer control number (B)(4), is an initial report from (B)(6) received on 27/aug/2021 from a consumer/other non-health professional through (B)(4). This case report concerns a (B)(6) female patient with no relevant medical history, who applied thermacare heat wraps for pain in the shoulder/neck area. Concomitant medication(s): unknown. On an unknown date after thermacare heat wraps initiation, the patient developed appearance of a black spot which burns, feeling of stretching at the place where the patch was stuck, device use error. The client put the patch on in the middle of the night because she had pain in his shoulder/neck area. In the morning following removal of the patch: slight relief of pain, but appearance of a black spot which burns, feeling of stretching at the place where the patch was stuck. Following the incident, some biafine has been put. The incident was declared by the daughter of the patient who can't currently give more information. Outcome: appearance of a black spot which burns : unknown, feeling of stretching at the place where the patch was stuck : unknown, device use error : unknown. The reporter assessed this report as serious and didn't provide causal relationship to thermacare heat wraps.